Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer initially faced difficulties in removing the pump from its case and was unable to clean the pneumatic tap area as instructed. After following guidance from technical support, the caller was able to successfully fill and load a new cartridge onto the pump, resolving the issue and allowing the device to resume insulin delivery.